Manufacturer narrative:
A review of the device history record (DHR) could not be conducted without a lot number. There were no related processes or material changes related to the reported condition for this product. A review of the machine setup could not be conducted without a lot number. The machine was observed in the current state and there are no issues. There was 1 sample (unused) returned with this complaint. The needle and blood collector housing was returned. A visual examination of the combination found that the hub was split where the threads meet the trident. The break is flush with the top of the port the needle screws into. The reported condition is confirmed for the fracturing of the hub. The most likely root cause of the break is overtightening of the needle assembly in the housing. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. The lot met all defined acceptance requirements and was released. Based on the information available and the investigation findings, a corrective and preventive action (CAPA) is not deemed necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Manufacturer narrative:
Submit date: 09/30/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a needle. The customer reports when the technician was pulling the cap off, the needle detached from the hub.